Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning properly. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that when the image acquisition system (ias) was booted up it took a long time or never fully booted up. There was no patient present when this issue was identified.